Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided, and without the device to analyze, a cause for the reported unintended movements associated with clip opening during establishing final arm angle (efaa) and clip opening while locked could not be determined. Additionally, entrapment of device associated with clip becoming caught in the chordae cannot be determined. Difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to procedural conditions/user technique and during correcting the clip orientation. The reported single gripper actuation issue (difficult to open or close) per the accounts appears to be related to patient conditions and due to tissue preventing the anterior gripper movement. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip becoming entrapped in chordae, gripper actuation issues, clip opening during establishment of final arm angle and while locked, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The xtw mitraclip was positioned below the valve and had to correct orientation by 1 hour clockwise rotation. The leaflets were grasped and the grippers were lowered. Physician was not satisfied with the posterior leaflet insertion so the grippers were raised but the anterior leaflet appeared stuck in the apex of the clip. Troubleshooting was attempted multiple times before the clip could be released from the anterior leaflet. Another grasp of the leaflets was attempted but the anterior gripper arm would not lower. The clip was retracted to the left atrium where the grippers were tested and observed to be functioning. It was thought tissue was preventing the anterior gripper movement when on the valve. A grasp was attempted again, but the clip became entangled in the chordae and could not be removed from the anterior leaflet. The grasp was good and it was decided to implant the clip where it was to avoid tissue damage. During establishment of final arm angle (efaa) the clip failed and opened to 30 degrees. Troubleshooting was attempted by re-opening the clip to 60 and 120 degrees and re-closing, but each time the clip still opened to 30 degrees. The clip was re-closed, and it was decided to deploy as it could not be removed. After second efaa when the arm positioner was put in neutral to remove the release pin, the clip relaxed to 30 degrees and was deployed. An additional clip was placed laterally to stabilize the first clip. The procedure was complete with a final mr grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided, and without the device to analyze, a cause for the reported unintended movements associated with clip opening during establishing final arm angle (efaa) and clip opening while locked could not be determined. Additionally, entrapment of device associated with clip becoming caught in the chordae cannot be determined. Difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to procedural conditions/user technique and during correcting the clip orientation. The reported single gripper actuation issue (difficult to open or close) per the accounts appears to be related to patient conditions and due to tissue preventing the anterior gripper movement. The reported unexpected medical interventions, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received:on 25 may 2023, the patient returned for mitral valve replacement surgery. There was no further issues with both the implanted mitraclips and mr remained at grade 3. The surgery was completed to alleviate the mitral regurgitation as further mitraclip intervention was ruled out.